Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 482 mg/dl at the time of incident. The customer¿s current blood glucose value was 548 mg/dl. The customer provided any information about the symptoms due to high blood glucose such as vomiting. It was unknown how the customer treated high blood glucose. It was unknown that the insulin pump was on auto mode at the time of incident or not. Customer was not able to remove insulin pump. Customer declined further troubleshooting. No further complications were reported. The insulin pump will not be returned for analysis.